Event description:
The reporting surgeon provided additional info stating the pt does not have symptoms all the time. He described the pt's symptoms as mild.

Event description:
A surgeon reported that a pt is seeing an arc of shadow following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.